Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical study patient ID: (B)(6). It was reported that on (B)(6) 2022 a 35mm navitor titan valve was selected for an implant. During procedure, the flexnav ds was unable to fully resheath the valve, therefore, the implant depth was between 6-8mm. There was sufficient calcium to allow anchoring of the device in the opinion of the user and the patient had acute aortic angle. Upon valve release, the device migrated into the descending aorta and was snared in position. All three retainer tabs were released prior to flexnav ds removal. A new unknown sized navitor titan valve was prepared. The 2nd valve was re-sheathed once due to high position. Ultimately, the 2nd valve was successfully implanted. No post implant balloon valvuloplasty was required. Of note, on (B)(6) 2022 the patient developed worsening chronic obstructive pulmonary disease (copd) and presented to the emergency room for altered mental status and confusion. Oxygen was provided by emergency medical services (ems) and symptoms improved back to baseline. No focal neurological deficits were reported. In addition, the patient also had complains of generalized weakness and received medication (nebulizer, methylprednisolone sodium succinate. The patient was reported to be in stable condition.

Event description:
Clinical study patient ID: (B)(6). It was reported that on (B)(6) 2022 a 35mm navitor titan valve was selected for an implant. The implant depth was between 6-8mm. There was sufficient calcium to allow anchoring of the device in the opinion of the user and the patient had acute aortic angle. During procedure, the flexnav ds was unable to fully resheath the valve, therefore, . Upon valve release, the device migrated into the descending aorta and was snared in position. All three retainer tabs were released prior to flexnav ds removal. A new unknown sized navitor titan valve was prepared. The 2nd valve was re-sheathed once due to high position. Ultimately, the 2nd valve was successfully implanted. No post implant balloon valvuloplasty was required. On (B)(6) 2022 the patient developed worsening chronic obstructive pulmonary disease (copd) and presented into the emergency room for altered mental status and confusion. Oxygen was provided by emergency medical services (ems) and symptoms improved back to baseline. No focal neurological deficits were reported. In addition, the patient also had complains of generalized weakness and received medication (nebulizer, methylprednisolone sodium succinate. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of device embolization was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed including the valve meeting stent radial force specifications, and the product met all specifications. There is no indication of a product quality issue with regard to manufacture, design, or labeling. Please note, per the navitor titan¿ transcatheter aortic valve implantation system instructions for use, post implantation precautions: "once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage." H6 device code 4582 removed.